Event description:
Surgeon inserted the morcellator into the patient's abdomen with the safety guard on. The morcellator began running without the trigger being pressed. The surgeon immediately removed the morcellator and it continued to run and then stopped by itself.